Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 46-47 mg/dl resulting in the customer losing consciousness and seizing. Cause of bg was unknown. Customer consumed glucose tablets to address low bg. The customer declined to perform a pump system check or a supply check at the time of the report. The customer requested further training pertaining to the pump; reportedly, additional training was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.